Event description:
A false negative advia centaur total hcg and a low progesterone pt results were obtained by the customer and reported to the physician. The physician questioned the results. The customer repeated the testing and the expected results were obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg and progesterone results.

Manufacturer narrative:
Add'l lot # 138. Expiration date: 12/3/2010. A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument and instrument data indicate that the cause for the elevated advia centaur total hcg and progesterone pt results is unk. The instrument is performing within specification. No further evaluation of the device is required. Prge 510k #: k932955.

Manufacturer narrative:
Additional information: a service visit from a regional specialist was requested and investigation conducted a few days following the incident. Based on the discussion, the cause of the duplicate sid in the rack, and of the discordant results, was the stat pin missing from the stat loader, a known issue that was communicated to the field in support bulletin (B)(4). The stat rack pusher block (with stat pin) was replaced as per the support bulletin, to correct the issue.